Event description:
Per the clinic, the patient developed an infection around the implant site which was treated with keflex (date not reported.)

Manufacturer narrative:
(B)(4). Implanted device remains.